Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed temporarily until the patient's fast atrial rhythm is addressed. The device remains in use. No adverse patient effects were reported.